Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 160 mg/dl. The customer reported that they had performed the troubleshooting and the display was not returned. The customer was advised the insulin pump need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The product will be returned for analysis.

Manufacturer narrative:
Device received with operating currents within spec. Device passed selftest, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No blank display anomalies noted. However, unit received with corroded battery tube. Low reservoir alert functioning properly during testing. No unexpected low reservoir alarm noted during testing using a water fill test reservoir.